Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a vantive qualified technician. Inspection of the machine showed that the device pressure sensors were out of calibration. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the reported machine alarms was determined to be related to the out of specification pressure sensors, which were calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) different prismax machines were used for therapy for one patient, and each of the machines alarmed b1273: arps leak. The alarms occurred within five (5) minutes of starting treatment and continued to recur. The treatment was discontinued each time, and the blood was not returned to the patient. There was no report of medical intervention associated with this event. No additional information is available.